Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced an alert and notification settings issue. At around 3:30 pm the patient´s husband found the patient unconscious. When her husband checked the pump, all he saw three dashes. The patient was not getting any alarms on her phone. He called the neighbor over and nobody could wake her up. The husband then called 911. They treated the patient with IV glucose. After 2 hours, she regained consciousness. The patient felt very tired and short of breath. Performance data was reviewed. Confirmation of the allegation and probable cause could not be determined. On (B)(6) 2025 at 11:32 am, the patient's estimated glucose value (75 mg/dl) dropped below the low alert threshold of 100 mg/dl, and the app delivered an urgent low soon alert at 0 percent volume. At 11:37 am, the patient's cgm (46 mg/dl) dropped below the urgent low alert threshold (55 mg/dl), and the app delivered an urgent low alert at zero percent volume. At 11:42 am, the patient's cgm (64 mg/dl) rose above the urgent low alert threshold (55 mg/dl), and the app delivered a low alert at zero percent volume. At 11:47 am, the app delivered a low alert at 50 percent volume with an cgm of 71 mg/dl. From 11:52 am to 02:22 pm, the app delivered low alerts at 100 percent volume until the cgm (275 mg/dl). At 02:27 pm, the patient's cgm (275 mg/dl) rose above the high alert threshold (180 mg/dl), and the app delivered a high alert at zero percent volume, and it was acknowledged at 02:29 pm. The device functioned within specifications and patient settings. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.